Event description:
According to the complainant a gav had a malfunction preoperatively. The valve was tested and found to be impermeable; the surgeon decided to use a different valve instead. The gav was not implanted but returned to the manufacturer. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was received submersed in an unindented liquid via the provided returnkit. Result: first we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability. The valve was shown to be permeable. It was noted that there was a hole in the catheter at the outlet side of the catheter, from which liquid has escaped. We cannot explain how a hole in a catheter occurred. While using sharp instruments, care should be taken to avoid cuts and scratches in the silicone elastomer. Strong bending of the catheter at the valve grommet can also affect the integrity of the product. All of our products go through a strict visual inspection during assembly, packaging, after sterilization, before final packaging and before release for sale. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.